Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Blood glucose (bg) was 549 mg/dl which was addressed with a manual injection. Reportedly, bg was due to customer going swimming and disconnecting from the pump. Customer had manual injections available as alternate insulin therapy.